Event description:
Pseudomonas aeruginosa contamination was found in neg mic plus panel type 3 microscan walkaway panels. This contamination in the panels could cause spurious test results that could have an impact on pt therapy. The microsan walkaway is an automated susceptibility instrument used to test bacteria against various antimicrobial agents. Panels, such as the neg mic plus panel type 3, are inoculated with bacteria and incubated in the walkaway instrument to determine bacterial susceptibility to antimicrobial agents. In clinical labs, test results of organisms isolated from pts are reported to physicians for determination of pt therapy. The contamination in the aforementioned panels could cause spurious test results that could have an impact on pt therapy.